Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No motor error, excessive no delivery alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive no delivery alarms. Insulin pump also failed displacement test. Troubleshooting could not be performed as customer was not available with insulin pump. Insulin pump would need to be replaced.